Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00357 and 3012447612-2018-00460 thru 3012447612-2018-00462.

Event description:
It was reported that the threads of four closure tops broke while being installed during surgery. They were removed and replaced with alternative closure tops. There was delay greater than 30 minutes, but no reported patient impacts associated with this event. This is report two of four for this event.